Manufacturer narrative:
Evaluation summary: customer reported no video/error msg, scope not conn. The customer stated the ebus has the operation channel damaged and also, the images are not good enough. We connect the ebus to an epk 3000 and the images are not good enough, for that we think that is better to send you this unit. Brand: pentax., model: eb19-j10u, sn: (B)(6), customer; (B)(6). The following email was also sent email to reporter - equipment presents problems in image, which was reviewed in the tower of the client, and with the supervision of area managers. Quality of image is not optimal at time of review. Client declares non-conformity to said equipment review, the which was connected to epk 3000 video processor. Guidance and recommendations for steps to follow are requested for the repair and thus provide solutions to the customer. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the operation channel leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. In addition, we confirmed that the bending rubber cut, and the bending rubber poor finish; however, they are not the main cause, and/or irrelevant to the alleged complaint. "

Manufacturer narrative:
(B)(4). Type of investigation: testing of actual/suspected device investigation findings: results pending completion of investigation investigation conclusions: conclusion not yet available _ multiple good faith efforts were sent with no additional information provided as of 09-dec-2021. The customer owned endoscope was received by pentax medical for evaluation on 02-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: image blurry or foggy, failed dry leak test, failed wet leak test, leak at biopsy channel (large/ primary) distal side, fluid invasion, segment section, bending rubber glue peeling, bending rubber cut, scope received in improper packaging, customer complaint confirmed. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, distal end assy w/ccd module & us n, bending rubber, cn3 label pb_free, cn4 label pb-free, sub connector for j10u, carrying case for eb-1970uk. This is the first time model eb19-j10u, serial number (B)(4) has been returned for service at a pentax medical facility since the device was put into service. On 22-nov-2021, a device history record (DHR) review for model eb19-j10u, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 11-jun-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 11-jun-2020. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in (B)(6) within the pai region. The customer stated that there wasno video/error msg, scope not connected involving pentax medical video ultrasound bronchoscope model eb19-j10u, serial number (B)(4). It was also reported the ebus has operation channel damaged and also, the images are not good enough when the ebus was connected to an epk 3000 video processor. The timing and location of the observation were not reported. There was no report of patient injury associated with the event.